Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Bg cause was not known. Customer consumed carbohydrates in order to address bg. No permanent damage was reported, and customer continued to use current pump for insulin therapy.